Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing stimulation in the ribs and breast. However, the patient's pain pattern is her back and legs. The patient is not sure when the stimulation changed, but the patient had not used her system in a few months. The patient stated she may undergo surgical intervention to explant the scs system and implant a pain pump as the next course of action. The exact event date is unknown.